Event description:
The product is a putty-like silicone used to help soften and flatten hypertrophic scarring. The hardener paste of the product is to be mixed with the putty before use. The patient reported significant itching and alleged allergic reaction with the product. The ot instructed the patient to discontinue use of the product. The patient reported affected area is significantly better since discontinuing use of the product.

Manufacturer narrative:
Additional lot #: 204050, additional expiration date: 04/2015.